Event description:
Boston scientific received information that during commanded shock lead integrity test, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low shocking lead impedance measurements less than 20 ohms with noise. The patient was hooked up to monitoring equipment. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi). However, the cause of the observations was not conclusively determined. No intervention has been performed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.